Event description:
We went down with the balloon and the balloon kinked while in the patient's body. We tried to remove the balloon over the wire but it did not want to budge. Afterwards, we removed the wire with the balloon and the balloon was kinked at an angle. The balloon was removed intact from the patient's body with no further complications.